Event description:
It was reported that the patient was hospitalized due to tonic-clonic seizures. It was reported that the patient had previously been hospitalized due to seizures in (B)(6) 2025 and that their output current was raised from 2ma to 2.5ma. The patient was reported to have had mild to non-existent seizures for 3 months following vns implant but then progressed to tonic-clonic seizures. Additional information was received that the patient had another seizure that prevented them from receiving a non-vns procedure. It was reported the patient has had no recent medication changes. No additional relevant information has ben received to date.